Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says they increased stimulation "a couple notches because of the pain and now it doesn't even last a day before I have to charge it again". They said this started "3-4 months ago, maybe 6". Recommended that pt follow up with hcp. Additional information from the patient indciated that the cause of the issue is yet to be determined. They stated that recalibration has it close to 24 hours. The patient is not sure the next steps, but they are going to make another appointment. Issue has not yet been resolved. Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated that they have been having issues with their stimulator for the past 4-6 months. Patient noted that rep has been trying to make the battery last longer, but it hasn't been working. Patient mentioned that the rep is making their stimulator worse and that they have been working to try and fix their battery issue. Patient noted that their battery barely makes it 24 hours and sometimes doesn't make it to 24 hours; patient added that is why they initially had met with the rep. Patient mentioned that they told rep numerous times not to mess with program a, but rep kept messing with it and now it is nowhere near where it used to be. Patient is wondering if they can get back to where they were before rep did anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issue was the patient had an adjustment which required frequent recharges and the patient was not recharging the device to 100%. No actions were taken and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that a new lithium battery was given to the patient by patient services and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the implant charge not lasting was unknown. Pt also reported the battery was not charging right and sometimes it took around 2 hours to charge. Pt noted the technician turned their settings down so the battery would last longer. Pt noted no other plans have been made to resolve the issue. Patient noted the issue has not been resolved and has gotten worse. Pt noted that their program a was erased after resetting. Pt reported their device still does not last 24 hours and does not give them the relief they were getting before. Pt also noted issues recharging the implant.

Event description:
Additional information was received from the patient. It was reported that the patient stated that it is taking over 2 hours to charge the implant and due to high def settings they have to charge daily (charge will last ~24 hours). Caller is wondering if the controller battery replacement will affect this. Agent reviewed recharging expectations. Caller mentioned they would like to go back to their old settings so that they don't have to charge the implant as often.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.